Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that during support on impella cp the patient had bleeding and hemolysis. The pump has been repositioned based on transthoracic echocardiography. Four units of red blood cells were given to the patient. The pump was removed due to the failure modes and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.